Event description:
During revision surgery the distal end of a hex driver broke while attempting to remove a screw at l5 on the pts left side. The second hex driver became damaged while attempting to remove the same screw.

Manufacturer narrative:
Reviewed batch records. Devices were manufactured to all applicable specs.